Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to constipation, urinary retention, implant pain which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator went to the emergency room due to an inability to urinate or have a bowel movement. The patient was discharged with a catheter and instructed to take a stool softener. Soreness and pain were reported at the implant site. It was noted that the patient had lost their remote control. The patient has been doing well and had a catheter placed at the hospital due to urinary retention. The plan was to remove it the following week. Before the removal, the patient was scheduled to follow up to connect their remote control. After the catheter was taken out, the patient would be reprogrammed to see if it alleviated their symptoms. The patient completed self-catheterization, and the catheter was removed during the most recent follow-up. Reprogramming addressed their concerns, and the patient was doing well. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator went to the emergency room due to an inability to urinate or have a bowel movement. The patient was discharged with a catheter and instructed to take a stool softener. Soreness and pain were reported at the implant site. The patient has been doing well and had a catheter placed at the hospital due to urinary retention. The plan was to remove it the following week. Before the removal, the patient was scheduled to follow up to connect their remote control. After the catheter was taken out, the patient would be reprogrammed to see if it alleviated their symptoms. The patient completed self-catheterization, and the catheter was removed during the most recent follow-up. Reprogramming addressed their concerns, and the patient was doing well. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 correction to b5 and h6 device codes.

Event description:
It was reported that the patient with this neurostimulator went to the emergency room due to an inability to urinate or have a bowel movement. The patient was discharged with a catheter and instructed to take a stool softener. Soreness and pain were reported at the implant site. It was noted that the patient had lost their remote control. The patient has been doing well and had a catheter placed at the hospital due to urinary retention. The plan was to remove it the following week. Before the removal, the patient was scheduled to follow up to connect their remote control. After the catheter was taken out, the patient would be reprogrammed to see if it alleviated their symptoms. The patient completed self-catheterization, and the catheter was removed during the most recent follow-up. Reprogramming addressed their concerns, and the patient was doing well. There were no additional patient complications.